Event description:
The customer reported that the drive support cap was slightly sticking out. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a protruded/loose drive support disk.